Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system would not power on. No further information regarding the issue has been provided. No service has been performed by philips since the service was cancelled by the customer. To date, there have been no further reports of this issue.

Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.